Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. A system check was performed using the current supplies on the pump and the occlusion appeared to be within the tubing. Reportedly, the customer was using apidra insulin in the cartridge. The customer changed the tubing and insulin delivery was resumed.